Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump became unresponsive to touch input with a blank or nonfunctional display, while the device remained powered, connected to the mobile app, and delivering insulin within target glucose range. Symptoms included no clinical effects. Outcomes included no adverse health impact, no medical intervention, and no hospitalization. Investigation included customer troubleshooting with reset attempts and charging, data review via the mobile app, and receipt and inspection of the returned device. Investigation of this case revealed a suspected display or user interface malfunction of the pump assembly with no evidence of insulin delivery interruption or software control failure. It was concluded that the cause was an isolated device malfunction of the display subsystem.